Event description:
A (B)(6) patient with pelvic congestive syndrome underwent an ovarian vein embolization on (B)(6) 2014. The ovarian vein measured at 9.5 mm. The cook rep suggested a 12 mm coil to the dr; however, the dr decided that he wanted to go with a 14 mm coil instead. After the cook rep explained to the doctor that the coil needed to be deployed with the junction half in and half out of the catheter, the dr still proceeded to deploy it completely outside of the catheter. While trying to deploy the retracta detachable embolization coil ((B)(4)) during an ovarian vein embolization procedure, it was noticed that there was some resistance while pushing the coil out of the catheter. Once the coil was finally pushed through the catheter it started spinning around in the vessel and was not unscrewing. After some wire and catheter manipulation, the spire snapped off right behind the inconel junction and remained inside the vessel attached to the coil. The coil and remaining wire portion still sit below the renal vein and the doctor was ok with that. Unfortunately, the remaining portion of the coil was not disposed of by the nursing staff and will not be returning for evaluation. The coil and the section of wire that snapped off remain inside the patient. The patient did not receive any additional procedures due to this occurrence. No adverse effects to the patient were reported due to this occurrence. Event is still under investigation.

Manufacturer narrative:
(B)(4). Event is still under investigation at this time.